Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Therefore, functional tests were conducted on 30 retained samples. All samples passed testing, with no evidence of side-pierced sleeves, poor sleeve recovery, sleeve fall-off, or sleeve leakage during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve function. Bd was not able to identify a root cause for the indicated failure mode complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set with pah, one (1) unit displayed blood leakage between the np needle and the test tube holder which resulted in blood flowing out over the patient. There was no other health impact or consequence reported.

Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D3. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set with pah, one (1) unit displayed blood leakage between the np needle and the test tube holder which resulted in blood flowing out over the patient. There was no other health impact or consequence reported.